Event description:
It was reported that during a meniscus repair procedure, t1 and t2 anchors were deployed at the same time. Both ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed both ts remain on the delivery needle. As a result the reported simultaneous deployment cannot be confirmed. Depth limiter has been trimmed to the surgeons desired length. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. No root cause related to the manufacture of the device can be established.